Event description:
Additional information received from the hcp reported that the hcp learned of the event, which was an infection on (B)(6) 2013. The extension was explanted two days later. It was reported that hospitalization was required, and the patient experienced an ongoing serious injury.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that there was erosion at the lead-extension connection site. The device was at eri, however the hcp wanted to work through the erosion issues before replacing it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v130326, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot# v130326, implanted: (B)(6) 2008, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).